Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular 85 mm diameter and 70 mm in length thoracic aortic aneurysm in zone 4. The proximal neck was 40 mm in diameter. The distal neck was 30 mm in diameter. There was no calcification and no thrombus. Another manufacturer's stent graft was implanted in the 40 mm proximal neck and the talent device was implanted distally. It was reported that the aneurysm compressed the esophagus and left principal bronchus, graft infection and form of aortoesophageal fistula and aortobronchus fistula were noted. Antibiotics were given for treatment of the inflammation and infection. The physician attempted to replace with a synthetic vessel on; however, it was unable to be performed due to severe synechia. Coiling was performed for aorta bronchial fistula and aortoesophageal fistula. The patient expired due to sepsis (which was the cause of death). The physician stated this event is not related to the relevant device quality. The physician assessed this event as not device or procedure related.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (infection, fistula, death). (Aneurysm compressed the esophagus and left bronchus, leading to graft infection, fistulas, and sepsis).